Event description:
See intial report.

Manufacturer narrative:
A review of the livanova complaints database indicates that no additional similar events have been reported for this unit, and no concerning trend has been identified. Error code 2551 indicates a defect in the venous clamp motor. Based on the investigation findings, the root cause of the event has been attributed to a faulty electromechanical component of the venous clamp motor. The risk assessment is in the acceptable region. No action is currently deemed necessary.

Manufacturer narrative:
A1 to a5 patient information was not provided. H11 livanova deutschland manufactures the evo clamp, the issue occurred in india. A livanova field service engineer was dispatched to the customer facility to investigate the issue. Upon testing, the error was confirmed, and it was identified that the motor of the venous clamp is defective. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm displayed the error message "vc defective" associated with the evo clamp. The error area on the user interface was highlighted in red. Reportedly, the venous clamp (vc) was unable to operate in conjunction with the arterial pump while this error was present. Troubleshooting was performed, and the error temporarily cleared; however, it reappeared shortly thereafter. The issue occurred during the priming. There is no patient involvement.